Event description:
It was reported that the catheter had dislodged and migrated. It was indicated that the patient presented with underdose symptoms and had an ¿infarctus¿. The patient was hospitalized and a replacement procedure was planned for approximately twelve days after the day of report. It was stated that x-rays were performed; however, no results were provided. The device system was used to deliver gablofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the drug used in the system was baclofen and not gablofen.